Event description:
It was reported that there was a burn to the drape.

Manufacturer narrative:
The product was not returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: drape burn probable root cause: reed switch assembly malfunction use error the device manufacture date is not known. 81.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a burn to the drape.